Event description:
It was reported that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.